Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 due to a high blood glucose level that was over 600 mg/dl. The customer¿s blood glucose level at the time of the incident was 737 mg/dl. The customer stated they had chest pains and their blood glucose level were going up. The customer was wearing the insulin pump at the time of the hospitalization. The customer¿s current blood glucose level was 103 mg/dl. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.